Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device was fount to be in backup vvi mode. The device code was downloaded successfully and remains implanted.

Event description:
New information notes that review of the device image revealed the device went into back-up when two resets occurred within a thirty-two second period. The cause of the resets was an anomalous component on the hybrid.